Manufacturer narrative:
The reported event of unexpected reset was confirmed by analysis. Final analysis found the cause of the backup mode to be two consecutive event queue overflow occurring within 2 seconds. The cause of event queue overflow was determined to be the integrated circuit (ic) in the radio frequency module.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode upon interrogation. The device was restored to nominal settings, and then was explanted and successfully replaced. The patient was stable.